Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were deployed in a patient for the endovascular treatment of a type ia endoleak in a non mdt (cook) stent graft system that was implanted. It was reported that 3 years later, 10 endoanchors and a non mdt cuff were implanted for the treatment of a gutter/type ia endoleak however the endoleak persisted. Two days later, the physician elected to implant additional endoanchors. It was reported during this intervention that the IFU was followed for the preparation of the device and six endoanchors were deployed with no issues. The seventh endoanchor was loaded into the applier, however, when the physician tried to deploy the endoanchor, the blue error light came on and the applier would not work. A new applier was opened and used to deploy a further three endoanchors. It was confirmed that no endoanchors deployed from the second heli-fx cassette. Follow up a week later confirmed the type ia endoleak is resolved. As per the physician the cause of the issue with the applier cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.